Manufacturer narrative:
Section h6 unable to add code due to system limitations: health effect clinical code: arrythmia e0601: atrial fibrillation e060102. Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with low flows with a lowest of 0.5/prior to (B)(6) 2026 was 4's. The patient started experiencing dizziness, nausea, and shortness of breath over the past few days, worse with exertion. The patient's nausea had caused poor oral (po) intake. The patient had 1 episode of vomiting (B)(6) 2026, with no diarrhea and no known sick contacts. Lab results showed normal renal function, no leukocytosis, mild lactic acidosis 2.5, and lactate dehydrogenase (ldh) 289. The patient was on warfarin 4 mg daily, with international normalized ratio (inr) 2.3. The labs notable for multiple sub-therapeutic inr (goal 2-3). The patient was previously doing well and did dressing changes for their left ventricular asisst device (lvad) routinely but noted that they missed the past few days because of their overall malaise. The patient felt well and denied any symptoms. The patient had an echocardiogram (echo) on (B)(6) 2026. The patient's left ventricular (lv) size was dilated and the systolic function was severely reduced. The patient's ventricular ejection fraction (vef) was 25-30%. The patient's left ventricular internal dimension at end-diastole (lvidd) was 6.4 cm. The lvad outflow cannula was seen in the lv apex / lateral wall (in stable placement as prior echo). The patient's aortic valve did not open. There was mild / moderate continuous aortic regurgitation (ar). The right ventricular (rv) was mildly dilated with reduced systolic function with tricuspid annular plane systolic excursion (tapse) of 0.9 cm. The patient's inferior vena cava (ivc) was dilated with reduced respiratory variation. The patient was pending a computed tomography (CT) to check for an outflow graft (ofg) obstruction. The patient's clinic labs were stable, with mean arterial pressures (maps) at 80-75 and tachycardia at 70-118.the patient was scheduled for a device exchange on (B)(6) 2026. The log file was sent for review and captured onset of low flow estimates as well as sustained low flow hazard events on (B)(6) 2026 at 9:36am. On (B)(6) 2026, it was communicated that the report from the (B)(6) 2026 computed tomographic angiography (cta) captured the lvad was in place and the driveline appeared unremarkable as visualized. Additionally, the outflow graft had thrombofibrotic exudate. There was near occlusion of the graft as it anastomoses with the tubular ascending aorta. The patient was brought back to the operating room (or) on (B)(6) 2026 for exploratory surgery instead of a full hm3 system exchange. A redo sternotomy was performed. The patient's heartrate was 126, blood pressure of 121/75/96, positive airway pressure (pap) of 37/22/28 and central venous pressure (cvp) of 16. The hm3 parameters were 5600 rotations per minute (rpm), 0.9 liters per minute (lpm), pulsatilit index (pi) 2.9, and 3.4w prior to initiation of cardiopulmonary bypass (cpb). After the patient was placed on cpb and sternotomy performed, the surgeon excised gortex which was wrapped around the entirety of the ofg down to the bend relief. With the patient on full bypass flows (4-5.5lpm) transesophageal echocardiogram (tee) was used to assess the flow of blood from the ofg after the gortex was explanted and thrombofibrotic material removed from near the anastomosis. The tee showed laminar flow at the ofg anastomsis and decreased flow from the aortic valve. No hm3 components were explanted. Patient transitioned from bypass to hm3 settings 6000rpm, 4.6lpm, 1.9, and 4.7w with hr 91, bp 91/80/85, pap 68/51/60 and cvp 27. It was communicated on (B)(6) 2026 that the low flows and thrombus resolved with the thrombofibrotic material removal. The patient was in the intensive care unit (ICU) on milrinone infusion at 0.3 with slow wean due to rv dysfunction post operatively and amiodarone for atrial fibrillation with rapid ventricular response (rvr).